Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient noticed on (B)(6) 2019 that she has to have stimulation at 7.8 milliamps in order for her to feel it. Previously, she only had to have it 5.2 milliamps. She has not had any reprogramming since implant of the implantable neurostimulator. There were no further complications reported.